Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbb1d1 ICD 2013-(B)(6). (B)(4).

Event description:
It was reported that approximately a year after implant the right ventricular lead had high thresholds and diminished r-waves. Fluoroscopy indicated the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.